Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was 5 pg/ml and was reported outside the laboratory. A physician questioned the result and requested repeat testing. The repeat result was 1907 pg/ml and was considered to be correct. The patient was not adversely affected. The reagent lot number was 184183 with an expiration date of 12/30/2015. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Due to qc issue with multiple assays, an engineer visited the site and changing the probe. This was a possible resolution for the suspected sampling problem caused by foam or bubbles on the sample.